Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital with syncope after experiencing multiple vt episodes in the vt monitor zone. The device appropriately delivered atp therapy when the rhythm accelerated into the vt2 zone. The device functioned appropriately as programmed. Programming changes were made and the device remains implanted.